Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess hv charges. The cause of the excess hv charges could not be determine. Longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with premature battery depletion. The ICD was explanted in a procedure on 15 nov 2023. Post-procedure the patient was stable.